Manufacturer narrative:
The customer¿s report of a suspected error with bag label was not confirmed via log review only. Errors pertaining to medication labeling or bags hung on incorrect devices cannot be determined through device logs. Event logs only provide information on the programming for attached devices based on device keystrokes. User errors such as mixing up medication containers and/or mislabeled containers are not captured by device logs. The root cause of the customer¿s report of a suspected error with bag label was not identified. No device or tubing was returned for investigation.

Event description:
It was reported that during a critically ill patient¿s infusion involving four pump modules and multiple medications, the user had difficulty scanning the fentanyl label for module d. A barcoded medication administration was being used by the facility on all medication bags. A new barcode label was obtained from the pharmacy and adhered to the fentanyl bag between 8 -8:30 am. Later, it was noted that the new adhered label on the fentanyl bag was incorrect and was for a different medication (norepinephrine). The fluid volume in the bag was low, and the bag was removed at approximately 9:45 am central time. The four modules infusing medications were: module a: norepinephrine (8 mg/250 ml bag). Dose 0.05 mcg/kg/min q 5 min to max of 3 mcg/kg/min, titrated to effect. Started approximately 0653am at 0.1 mcg/kg/min. At 0700 am, increased to 1 mcg. At 0800 am, increased to 2 mcg. At 0900 am, increased to 3.1 mcg. Module b: IV fluids (primary) and antibiotics via a secondary line (cefepime, gabapentin, micafungin, vancomycin). Module c: vasopressin 20unt/ml inj,soln; vasopressin 100 units, sodium chloride 0.9% 100 ml; give: IV at 0.4ml/hr; dose: 0.04 units/minute; non-titrating, started at 0622 am. Module d: fentanyl 50mcg/ml; 1250 mcg/250 ml bag; give IV at 5ml/hr, titrate for sedation; started at approximately 6:53am at 50mcg/hr. The bag was expected to last approximately 48 hours. Patient received continuous dose of 5ml/hr for an undermined duration. A second pc unit and two pump modules were added for other medications. The patient decompensated during the late morning, required resuscitation at 0950 am, and expired at noon. The customer was interested in keypress entries, programming of modules a and d, guardrails alerts, and volumes infused on module d when it was stopped.